Manufacturer narrative:
(B)(4) (surgical intervention required) occupation: attorney. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic robotic ileostomy take-down procedure. The circular stapler was fired, but once removed it was observed that only one donut was present. There was a notable amount of blood and clots which came out when the stapler was removed. A leak test was performed and a large amount of bubbling took place. The stapler cut but did not fire staples. The surgeon attempted to correct the issue laparoscopically, but encountered gas extending into the mesorectal fat so he chose to open the patient in order to safely and adequately evaluate the rectal injury. The patient required multiple re-operations and suffered massive scarring, frequent need to defecate, fecal peritonitis, liquid stool in belly, and injury.

Manufacturer narrative:
H6 (patient codes, device codes, ime e2402: frequent need to defecate, liquid stool in belly, hyponatremia, hyperkalemia, labs abnormal for wbc; hemoglobin; hematocrit; bun; creatinine; albumin, rapid ventricular response, increased shortness of breath, severe protein-calorie malnutrition, sinus tract, keloid). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used during a ileostomy takedown. During the ileorectal anastomosis there was a misfire of the stapler with cutting of the bowel but no deploying of staples, it was also observed that only one donut was present leaving a wide-open rectal defect on the posterior rectal wall. There was a notable amount of blood and clots which came out when the stapler was removed. A leak test was performed and a large amount of bubbling took place. This required revision of the rectal stump to the mid to upper rectum and revision of the ileorectal anastomosis completely. The surgeon attempted to correct the issue laparoscopically, but encountered gas extending into the mesorectal fat so he chose to open the patient in order to safely and adequately evaluate the rectal injury. It was reported that after use, the patient experienced massive scarring, frequent need to defecate, fecal peritonitis, liquid stool in belly, labs abnormal for wbc; hemoglobin; hematocrit; sodium; potassium; bun; creatinine; albumin, anastomotic leak, fluid collections, enterococcus faecium, candida albicans, loculated/lobulated fluid collections, loculations, abscess, hematoma, abdominal pain, stool drainage from umbilical site, hypotension, tachycardia, abnormalrenal function, urine output increase, acute kidney injury, tubular necrosis, decreased urine output, worsening renal function, hyperkalemia, hyponatremia, bilious drainage, atrial fibrillation with rapid ventricular response, seroma, fevers, increased shortness of breath, green drainage, left pleural effusion, dyspnea, draining wound, purulent fluid, small bowel fistula, back pain, anemia, severe protein-calorie malnutrition, pneumonia, paroxysmal atrial fibrillation, anxiety, depression, draining sinus tract, nausea, blistered area of incision, vomiting, diarrhea, fatigue, open wound, fistulous, pain, keloid. Post-operative patient treatment included conversion from laparoscopic to open surgery, IV medication, gastrografin enema, CT scan, extended hospitalization, exploratory laparotomy, flexible sigmoidoscopy, right proctoscopy, egd, use of drains, ICU, d50, insulin, npo, transthoracic echocardiogram, diltiazem drip, CT guided aspiration of seroma, antibiotics, wound vac, ultrasound guided diagnostic and therapeutic left-sided thoracentesis, use of jp drains, tpn via PICC line, ng tube, blood transfusion, physical occupational therapy, CT guided drainage of fluid collection, pain medication, supplemental oxygen, respiratory therapy, antinausea medication, wound care, diagnostic scans/intervention, fistulogram, ultrasound guided abscess drainage, keloid injections.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.